Manufacturer narrative:
The device's sensitivity was changed and the patient will be monitored. As of today the device remains in service.

Event description:
Boston scientific crm received information that this device oversensed noise resulting in pacing inhibition for approximately two seconds. The patient was not symptomatic.